Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a right colon, the system emitted solid tones during the procedure. As the surgeon was unwilling to wait for a second handpiece to be flashed, the case was converted to open.